Event description:
Heating pad was returned to retailer and the only information provided was "heat coil inside burns when turned on." No injuries were reported with this incident.

Manufacturer narrative:
Using an ac circuit higher than the 10-120 volts is abuse of the product and a direct violation of the instructions provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product. See scanned page.